Manufacturer narrative:
Results: visual inspection of the returned product showed that a piece of the haptic was torn off and missing and there was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert an aa4203vl silicone plate lens and the lens was torn while advancing in the injector. There was no pt contact.